Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support was having episodes of profound hypotension. Epinephrine, and sodium bicarbonate (bicarb) were given. Additionally, the patient developed hematoma on the impella access site that was growing. The physician believed that the impella site could have been bleeding. Two units of blood were administered. A couple of days later, the groin insertion site was tender and stable, but scrotal edema remained severe. The patient continued support and was explanted as planned.

Manufacturer narrative:
The investigation for the reported hematoma, major bleed and hypotension/ inflammation has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma, major bleed and hypotension/ inflammation could not be determined.